Event description:
Boston scientific received information that this right ventricular lead was fractured which resulted in the patients bradycardia due to lack of pacing. The lead was surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
Upon additional information, this investigation will be updated.